Event description:
The customer called and reproted the insulin pump gave a no delivery alarm during a bolus delivery attempt. The customer reportedly changed out the infusion set, tried again, and received another no delivery. Customer's blood glucose was 340 mg/dl. During troubleshooting, insulin exited the tubign during a fixed prime and the pump alarmed no delivery. After disconnecting and reconnecting the infusion set and reservoir, insulin exited during a manual prime. It was explained the alarm was caused by a set and reservoir occlusion. At the end of troubleshooting, customer's blood glucose was 298 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.